Event description:
A foreign customer was at the hospital to see about switching from the esprit2 meter to the contour ts meter. The diabetes nurse tested the customer's glucose using both systems. The contour ts read 529 mg/dl, while the esprit2 read 240 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were to be returned for evaluation. Replacement products were sent to the customer.